Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter had a leak at the connection with a transfer set. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.